Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 1627487-2022-03867 and related manufacturer report number: 1627487-2022-03866. It was reported the patient experienced inadequate stimulation with their peripheral system and did not charge ipg as recommended. Patient did not charge ipg for over 4 years and consequently stimulation was lost. As a result, surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion.